Manufacturer narrative:
Reference gastrointestinal bleed (gib) was mentioned in medwatch report MFR# 2916596-2018-02038. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 1 year, 1 month, 11 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was feeling fatigued and had tarry stool which started on (B)(6) 2018. Patient's hemoglobin dropped from 13.4 g/dl to 9.9 g/dl. Gastrointestinal was consulted and no interventions were necessary as there were no signs of active bleeding. However, patient was admitted to hospital and has a history of gastrointestinal bleed (gib). Patient's anticoagulation regimen included aspirin and warfarin. Patient was re-started on octreotide and intravenous (IV) iron infusions. Gib was resolved on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The patient remains ongoing on the device. A direct correlation between hm3 lvas and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range.the implant kit was shipped with heartmate 3 lvas IFU (B)(4), rev. F). Section 1 of this document lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding anticoagulation, including the recommended inr values. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.